Event description:
During daily inspection, it was observed that the device illuminated the service indication and logged a fault code in the memory indicating a potential critical failure. There was no patient use associated with event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported service indication and fault codes logged in the memory. Physio determined the root cause of malfunction to be a shorted capacitor, designator c160, from the therapy pcb assembly. The failure affected defibrillation therapy delivery. A replacement device was provided to customer.